Event description:
Can yellow writing be removed from packaging for medications or devices? It is super hard to read and one can easily make a serious patient error due to the inability to clearly read important information such as a strength of a drug. Photo attached: on the pen needles, cannot read the size of the needle which is in yellow and on the (B)(6), hard to read the strength in yellow. FDA safety report ID # (B)(4).